Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported experiencing high blood glucose of 425 mg/dl. Customer believed insulin was not being delivered by the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found to be present along the tubing length. During manual prime, insulin exited. Time and basal rates were programmed accurately. All boluses were accurately displayed in bolus history. Customer was advised to change entire set, reservoir, and insulin. The device will not be returned for analysis and customer agreed to call back if issues were to persist.